Event description:
It was reported that the patient has been complaining about intermittences and pain since (B)(6) 2013. Sometimes the patient refuses to wear the audio processor. According to the audiologist, no problems were detected in the in situ measurements. The patient's mother noticed that he understands less than before. Re-implantation surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.